Manufacturer narrative:
Device not returned

Event description:
It was reported that the pump touch screen was intermittently unresponsive. There was no adverse impact to customer¿s blood glucose level. During troubleshooting, the issue was confirmed, and the pump was replaced. The customer reverted to an alternate method of insulin therapy.